Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube had a yellow cap instead of red. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on 20-feb-2025 h3. Device eval by manufacturer- yes investigation summary - bd received one photo and 100 samples for investigation. The evaluation of the photo and samples indicated that an incorrect cap (gold) had been applied to the sstii tube (red), showing a wrongly colored cap attached to one tube. Upon visual inspection of the 100 retained samples, no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1 initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst ii advance plus blood collection tubes, 1 tube had a yellow cap instead of red. There was no health impact or consequences reported.